Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as followed: dropping of bending section cover adhesive, switch 1 was damaged, gap due to repeated bending or stress caused by twisting, the knob torque of the up/down knob was out of standard due to the worn angle-wire, light guide bundle was abnormal, charged coupled device lens was scratched, image was partially dark due to the charged coupled device lens scratch, the up/down knob tension was out of standards due to the worn angle-wire, angulation malfunction in the up direction due to the worn angle-wire, and probe cover was deformed. The customer cleaned, disinfected, and sterilized the device prior to sending to olympus for repair. The device has not been used with foreign material attached. The user did not inspect the device to detect any malfunction before using it. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. Manual cleaning was performed within an hour after the procedure. The air/water nozzle was wiped/brushed with clean brushes and/or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a dislocation of the universal cord control section protector. The issue was found during preparation for use in a diagnostic procedure. The intended procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found residual fluid and foreign substances that came out from the suction cylinder. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the suction cylinder was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.